Manufacturer narrative:
Final analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were "open impedances" on the ins (implantable neurostimulator). Normal battery depletion was noted. The device was not used within the patient, there was no patient injury and the patient recovered without sequela.

Event description:
Additional information received noted that the initial notify date was 2013 (B)(6); the manufacturer's representative was at the surgery. It was noted that the patient was doing fine post-operatively. The same lead was used. It was also noted that during the replacement procedure, the screw was unscrewed and rescrewed. It was this reporter's belief that during the unscrewing and rescrewing the screw got dislodged which caused the impedances to be abnormal. A new battery was opened and everything was fine after that.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.